Manufacturer narrative:
D4 UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3: other text : single-use, device discarded.

Event description:
The customer reported one (1) confirmed and five (5) unconfirmed false positive results with the ID now covid-19 2.0 assay for six patients performed on (B)(6) 2024. This MFR. Report addresses an unconfirmed false positive result and is patient three (3) of six (6). Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m794108 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m794108, test base part number 192-430 / lot m794108. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m794108 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : single-use, device discarded.

Event description:
The customer reported one (1) confirmed and five (5) unconfirmed false positive results with the ID now covid-19 2.0 assay for six patients performed on 12jan2024. This MFR. Report addresses an unconfirmed false positive result and is patient three (3) of six (6). Although requested, no additional patient information, including treatment and outcome, was provided.